Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported by the patient husband that the two infusion set bases came off due to adhesive issues. Blood glucose was 250 mg/dl. Patient change the infusion set to manage the blood glucose. No further information was available